Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00072 to provide the return sample evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no anomalies or defects which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the actual sample after having been rinsed and dried was the normal product with the normal gas transfer performance. With the absence of the involved pump record or detailed information, the definitive cause of this complaint cannot be determined. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00072 to provide the return sample evaluation. The user facility reported similar events for other devices with the same product code/lot# combination, see MDR's 9681834-2016-00069.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: the procedure being conducted was a cardiopulmonary bypass; marginal performance on the fx05 capiox device was reported; the procedure was completed; and there was no patient injury.

Manufacturer narrative:
This report is being submitted as follow up # 2 to provide additional evaluation results. Four opened but unused samples were returned to the manufacturer for evaluation. Visual inspection upon receipt revealed no anomalies which would relate to a gas leak or insufficient gas transfer performance. The returned samples were tested for its gas transfer performance respectively in accordance to the factory's shipping inspection protocol. Bovine blood was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 2l/min. And 1l/min. No anomalies were revealed in the gas transfer performance of the returned samples, with the obtained values meeting the factory specifications. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.